Event description:
The caller reported that the customer was really lethargic and passing out and she felt her and she was very cold. Rachel attempted to take her bg and couldn't figure out how to work the meter so she called 911 and when they got there the bg was 30. They gave her fluids and she had a juice box, peanut butter crackers and got her bg up to 80. Low bg t/s per dop. Customer states the perceived cause of the low bg was: they ate lunch and went bowling. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.